Event description:
Olympus was informed via service inquiry that the customer camera head has ¿no image¿. The event was found during preparation before use. The device was replaced, and the intended procedure was completed with another similar device. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please the camera head was not returned and the information entered to d9 and h3 was inadvertently entered incorrectly to the initial medwatch report. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The camera head was not returned for evaluation. Based on the results of the investigation, the root cause of the loss of image was unable to be identified. Olympus will continue to monitor field performance for this device.